Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, pacing inhibition and high out of range pacing impedance. It is suspected that the lead was fractured. The patient was hospitalized as a result. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead remains in hospital possession.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. The lead is in transit to the manufacturer. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, pacing inhibition and high out of range pacing impedance. It is suspected that the lead was fractured. The patient was hospitalized as a result. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead remains in hospital possession.